Event description:
It was reported the patient experienced a loss of stimulation. Impedance readings were over 4000 ohms on all or some of the unipolar pairs. The patient was to have an x-ray to check for a potential lead fracture. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.